Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent implantation of 2 of the same product, suspend tutoplast fascia (coloplast corp), on (B)(6) 2009 due to obstructive and irritative voiding symptoms and cystocele.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence. Following implantation the patient experienced pain, infection, urinary problems, bleeding, and vaginal scarring. The patient underwent mesh removal in 2008 or 2009. No additional information was provided. (B)(4) ¿ urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.